Manufacturer narrative:
A customer reported an issue with their freestyle flash meter. Upon product investigation it was discovered the meter exhibited the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
Customer reported receiving an error 4 when a test strip was inserted and a battery and booklet icon appeared on the display of their freestyle flash blood glucose monitor. Although the meter was set to the correct unit of measrure, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.